Event description:
The patient reported since sometime in (B)(6) 2014 when she attempts to charge the ipg, the charger's top two lights flash and the charger beeps once in sync with the flashes. The patient met with the sjm representative and confirmed the issue. It was also reported the patient lost stimulation approximately 1.5 months ago. In addition, the patient's programmer communicates with the ipg; however, it reflects an ipg battery low warning. Follow-up information revealed the patient will undergo surgical intervention at a future date as the next course of action. Please note: the actual event date is unknown.

Manufacturer narrative:
The 1627487-07262012-002-r; 1627487-12192011-003-r, this ipg serial number was included in a field advisory. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.